Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 scope communication error. The event occurred during preparation for use, prior to a diagnostic gastroscopy operation. A similar device was used to complete the procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿error b30¿, was not reproduced, and a root cause could not be identified. The device was cleaned, but no abnormalities were found. According to the reported information from field service staff, this device cv-190, will not be returned as this device is working well. (Note: see concomitant device model clv-190, as reported in complaint no (B)(4)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.